Manufacturer narrative:
The patient weight was requested, but not provided. On 7/22/2015 a medtronic field service engineer performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Unable to replicate reported issue. No parts were replaced or returned.

Event description:
A medtronic clinical specialist reported that when putting the o-arm into lift and shift, the site unplugged the umbilical cable, then when taking the system out of lift and shift they were unable to move the o-arm. The battery indicators were blank and movement enable light was not on. The clinical specialist noted the surgeon was new to using the o-arm and decided to abort use of navigation and o-arm. The case was continued using c-arm. The clinical specialist troubleshot the issue by plugging in the umbilical cable but the system would still not move. He noted the battery level lights were not scrolling. He then turned the power knob on and then lights came on. He was not sure if the system was fully turned on before lift and shift. He restarted the system he noted the motion batteries were not fully charged. Site stores system plugged in and turned off.

Manufacturer narrative:
This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.